Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of a stretched helix was confirmed while the event of low impedance could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Analysis performed, including impedance measurements, found no anomaly contributing to reported event of an impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular leadless pacemaker (lp) exhibited low pacing impedance required repositioning. During repositioning, the helix was stretched. The lp was removed and a different lp was attempted. The second lp exhibited low pacing impedance and the helix extended during repositioning. The lp was removed and a third lp was successfully implanted. There were no patient consequences.